Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50's (mg/dl). Reportedly, the customer delivered a food bolus for the amount of food the customer had planned on consuming; however, the customer did not end up eating the food. Juice and glucose tablets were consumed, and bg level increased to 400 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.